Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed via remote transmission. Review of the session records indicated crosstalk on the ventricular channel. Programming changes were recommended. No further information available.